Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a healthcare provider (hcp) called because the instructions for use was missing information. Hcp called for clarification on MRI conditions for the pipeline vantage embolization device. According to hcp, patient's ID card mentions "quadrature driven rf birdcage coil only " statement. Ts agent pulled manual from manual's website. IFU did not have this statement in the MRI conditions. Ts agent emailed IFU with appropriate MRI conditions & made staging record for incorrect information on patient's ID card. Hcp & patient from ireland. No other information was obtained at this time.